Event description:
The complainant reported that while advancing the catheter during a cardiology procedure, the catheter kinked. No further complications or pt injury were reported.

Manufacturer narrative:
The subject device will not be returned for evaluation. Merit is unable to confirm the alleged failure of the device nor make a determination of root cause. Merit will monitor for trends involving this type of device.